Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that a patient underwent pta stenting of a totally occluded left common iliac artery. The physician used a bilateral retrograde access approach and simultaneously stented the right common iliac artery with an 8 mm non-abbott stent and the left common iliac with a 10 mm non-abbott stent. After stent deployment, the stent in the right common iliac showed an irregular wall. The physician post-dilated the stent with a 10 mm fox plus balloon catheter. The balloon ruptured during the first inflation at 8 atm. The balloon was removed without incident and no further intervention was done. The patient did not experience any adverse sequelae. Though request, no additional information was available.